Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 44.5 months due to the end of life (eol) indicator. There was no elective replacement indicator (eri) timestamp. The device had been checked in april 2006 and was at middle of life 1 (mol1). An expression of dissatisfaction was made with regard to device longevity. Another guidant ICD was subsequently implanted.